Event description:
Hospital biomedical staff report that during incoming device inspection it was noted the ac mains light did not illuminate when the device was attached to ac power. The device also beeps for the ac loss alert.